Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during appendectomy, when ready to clip the bowel, the staple line did not form properly in the end. A new handle and reload were used. There was no patient injury.